Event description:
This device was explanted because it could not be interrogated; the battery was completely dead. Six months prior, the battery life was at 3.09. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the implantable cardioverter defibrillator (ICD) was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the current consumption of the electronic module were measured. Thereby the battery voltage was found to be 3.07 v, which is as expected and indicates a fully functional battery. However, the current consumption of the electronic module showed fluctuating values. Further investigation revealed a damaged quartz crystal oscillator affecting the timing of the electronic module. This damage was identified as the root cause of the reported clinical event. The damaged component was replaced and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged quartz crystal oscillator on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.